Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's batteries were getting diminished quicker, got unexplained no delivery alarms and it was observed that the customer noticed that insulin pump had to use more insulin to prime and rewind button had to hit and it was not working sometimes. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.